Manufacturer narrative:
(B)(4). Date sent: 7/18/2023. B3: event year only reported: 2023. D4 batch #: x95c4r. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the device was received with the 6-32 stud damaged. No functional testing could be performed due to the device could not be attached to the test instrument. The handpiece was disassembled to verify the condition of the internal components, the moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. It is possible that the stud got damaged as a result of dropping it. Although no conclusion could be reach on the cause of the reported event. It is probable that the ingress of moisture affected handpiece functionality. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch x95c4r, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure there was an error message : change hand-piece. And the handle heated during the test. There were 80 uses remaining.